Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead presented to the hospital with lightheadedness. The patient was found to be in complete heart block with intermittent pacing and pacing inhibition with pocket manipulation. A temporary wire was placed until the revision procedure. During the procedure, a subclavian/first rib lead fracture was noted. The rv lead would not accept a stylet and the helix would not retract therefore the lead was surgically abandoned. Another manufactures lead was implanted.

Manufacturer narrative:
The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.